Event description:
It was reported that a balloon rupture occurred. The 70% or more stenosed target lesion was located at the moderately tortuous across the anastomosis location. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an arteriovenous fistula procedure. During the procedure, at fourth inflation, it was noted that the balloon bursted at 10 atm. The whole system was removed from the patient's body. Subsequently, all components were completely removed. The procedure was completed with a different device. No patient complications reported and patient was stable post procedure.